Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft breakage occurred. The 4.0x28mm, 80% stenotic and eccentric shaped lesion was located in the moderately calcified and non-tortuous circumflex artery. Access was obtained through the right femoral artery. During insertion, the shaft of the 3.0x20mm maverick2 balloon catheter broke inside the non-bsc guide catheter. When the balloon was pulled out, the shaft was broken about half way. The device never made it into the artery. The guide catheter was replaced. The physician then advanced a 3.0x20mm maverick2 balloon to the lesion and successfully predilated. Then the physician deployed a 3.5x32mm taxus liberte stent. The physician completed the procedure by post dilating with a 4.0x15mm quantum maverick balloon. There were no pt complications. Pt status is reported as "ok".

Manufacturer narrative:
(B)(4).